Event description:
Information was received from a consumer regarding a patient's implantable infusion pump. It was reported on (B)(6) 2016 the patient's pain pump had stopped a couple of times. The patient would not give any personal information including name or ID card number. No symptoms were reported. The patient's medications were unknown. The patient's status was unknown. The patient's medical history was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.